Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra plus xc had a "needle dislodgment". Healthcare professional confirmed patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra plus xc had a "needle dislodgment". Healthcare professional confirmed patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra plus xc had a "needle dislodgment". Healthcare professional confirmed patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.